Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, patient was not showing up on station. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients were not showing up in the stations. The technical support specialist advised customer to change the patient to admit status and requested hospital it team assistance to update it from their active directory using the a01 hl7 code. Feedback from customer was pending initially but later confirmed that the case could be closed. The system functioned as intended after the hospital it assisted the customer to resolve the issue.